Event description:
It was reported that the customer passed away. The mother stated that she was unsure of the cause of death, but the customer's blood glucose went sky high, and she was taken from the nursing home to the hospital. The customer passed away while going to the hospital. The caller mentioned that the customer's insulin pump was not functioning well, and the customer had to get back on shots. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.